Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (150-340 mg/dl). The customer changed out the infusion set site multiple times. Insulin injections and bolus deliveries were used to address the high bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issue was identified. The customer increased the basal delivery to 0.1 u/hr without check with a healthcare provider. Tandem technical support advised the customer to discuss the basal setting and high bg events with a healthcare provider. The customer acknowledged the advise and declined further follow up.